Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels for the past month. The customer stated that she went to the emergency room this weekend due to high blood glucose levels. The customer was not comfortable with the insulin pump, and requested a replacement. The customer declined troubleshooting. Nothing further was reported.